Event description:
Case description: the batch number of novopen echo was reported. Investigation result: name: novopen echo batch number: fvg7458-1 the electronic register was checked. No remarks. A visual examination of the returned product was performed. One snap was broken of the cartridge holder, the other side has a crack. Due to this it is not possible to test the pen, including performing dose accuracy test ,with cartridge and needle as the cartridge holder is damaged. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. Confirmed the snap connection on the cartridge holder is damaged. As a consequence, the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault is caused by an error in novo nordisk a/s. Name: novopen echo batch number: evg5964 the electronic register was checked. No remarks. Visual and functional examinations were performed. Both snaps on the cartridge holder are broken off both snaps are broken off the cartridge holder. Due to this it is not possible to test the pen including dose accuracy test with cartridge and needle as the cartridge holder is damaged. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. Confirmed. The snap connection on the cartridge holder is damaged. As a consequence, the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault is caused by an error in novo nordisk a/s. Name: novopen echo batch number: evg5698-1 the product was not returned for examination. Since last submission case was updated with the following: -batch number of novopen echo was updated from unknown to evg5698-1, manufacturing date, expiration date, catalog # and recall were added. -investigation result updated. -manufacturer comment updated -narrative was updated accordingly. Manufacturer comment: 22-mar-2019: the two suspected pens were returned to novo nordisk for investigation. On both pens the cartridge holder was damaged in a way which could result in dose inaccuracy and subsequently hyperglycemia. It should be noted that the reporter stated that the high blood sugar values could be related to the patients puberty. However, both pens belonged to batches which are encompassed by the field safety corrective (recall pr20170609) initiated on cartridge holders from the relevant affected pen batches. It cannot be excluded that faults found on the pens could have contributed to the experienced adverse event. Corrective actions (recall) have been implemented to mitigate the issue with the cartridge holder. Continued: evaluation summary name: novopen echo batch number: evg5698-1 the product was not returned for examination.

Event description:
Case description: this serious spontaneous case from germany was reported by a medical doctor as "elevated blood glucose levels" with an unspecified onset date, "cartridge holder is cracked" with an unspecified onset date, "pen was smelling from insulin" with an unspecified onset date, and concerned a 12 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date to (B)(6) 2019 due to "device therapy", novopen echo (insulin delivery device) from unknown start date due to "device therapy." Since last submission case was updated with the following: case was updated to medically confirmed. Laboratory data updated. Narrative was updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): elevated blood glucose levels (blood glucose increased); cartridge holder is cracked (device breakage); pen was smelling from insulin (product odour abnormal). Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels" with an unspecified onset date, "cartridge holder is cracked" with an unspecified onset date, "pen was smelling from insulin" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date to (B)(6) 2019 due to "device therapy", novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's height: 163 cm; patient's weight: (B)(6) kg; patient's bmi: 22.5830. Medical history included type 1 diabetes mellitus (since (B)(6) 2015). Concomitant products included - insulin. On an unspecified date (reported as (B)(6)), the patient's blood glucose levels were very high (450 mg/dl) and after insulin injection (red novopen) there was only a slight improvement. The cartridge holder was reported to be cracked and detached from the pen body during use. When the needle was unscrewed from the pen, the cartridge holder was wobbling a bit. It was reported that the pen smelt from insulin. It was reported that, several corrections were made and finally the patient was taken to children hospital. The pen was exchanged there. The patient was trained by the health care professional in the use of novopen echo. She had not changed from another novopen to the current novopen echo. The pen was stored appropriately. The needle was not left attached in between injections and not reused. The batch number of 1st and 2nd novopen echo was reported. The batch number of 3rd novopen echo was requested. Action taken to novopen echo was product discontinued. On 21-jan-2019 the outcome for the event "elevated blood glucose levels" was recovered. The outcome for the event "cartridge holder is cracked" was not reported. The outcome for the event "pen was smelling from insulin" was not reported. Upon follow-up received on 06-feb-2019, this case was re-classified from "non-serious" to "serious" due to addition of seriousness criteria of "intervention required". Reporter comment: we thought the high values were caused by puberty. Most probably there were several factors.